Event description:
Hcp reported the patient experienced a device system shut down after a wand was used under patient's vehicle during a security sweep. There was no treatment needed. The patient is fine and there was no injury related to this event. The device has been working fine.